Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two prostyle devices using the pre-close technique via a 5f sheath prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, the sheath was upsized to 23f and the tevar procedure was completed. Both prostyle knots were tightened to the vessel wall successfully yet complete hemostasis was not achieved of the large hole. A non-abbott device was used with the two prostyle knots to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 - indications for use. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the sheath was upsized to 23f. It should be noted that the electronic prostyle instructions for use (IFU) states: the safety and effectiveness of the perclose prostyle smcr system have not been established in the following special patient populations: patients with introducer sheaths less than 5f or greater than 21f in the femoral artery during the catheterization procedure. In this case, it is unknown if the IFU violation contributed to the reported difficulty. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 2017 removed.